Event description:
Caller reported a malfunction in tandem source, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappears.